Event description:
During a surgery performed on (B)(6) 2015, it was reported that when the surgeon started to implant the device, it would buckle and was very difficult to sew. The procedure was completed with another graft. No patient injury was reported.

Manufacturer narrative:
A review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. No conclusion can be drawn. However, all available information would tend to indicate that the device was not defective.